Manufacturer narrative:
A visual evaluation of the returned device found the unit was cut from the distal end of the t-fitting. The handle cannula has been pulled out of the finger ring portion and was not returned for analysis. The handle label was removed exposing the set screws which were found to be present in the handle assembly. The distal and proximal screw depth was within specification. It cannot be determined how much tensile force the handle cannula received during the procedure. Stone size and density, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. The handle cannula was not returned; therefore the most probable root cause of this complaint is ¿undeterminable.¿ a review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during a lithotripsy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid¿ rx basket in an attempt to crush a 1.5 mm stone. However, the basket was unable to crush the stone. On the second attempt to crush the stone, the handle cannula broke, leaving the basket with the entrapped stone stuck in the bile duct. In an attempt to detach the device tip and remove the stone, a sohendra lithotripter device was used. However, the wire of the trapezoid¿ rx basket was not able to be used with the sohendra lithotripter device. Therefore, the procedure was not completed, and the patient was immediately sent to surgery on the same day to remove the trapezoid¿ rx basket with entrapped stone. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during a lithotripsy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid¿ rx basket in an attempt to crush a 1.5 mm stone. However, the basket was unable to crush the stone. On the second attempt to crush the stone, the handle cannula broke, leaving the basket with the entrapped stone stuck in the bile duct. In an attempt to detach the device tip and remove the stone, a sohendra lithotripter device was used. However, the wire of the trapezoid¿ rx basket was not able to be used with the sohendra lithotripter device. Therefore, the procedure was not completed, and the patient was immediately sent to surgery on the same day to remove the trapezoid¿ rx basket with entrapped stone. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.